Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined. It was reported that the patient used an alternate battery charger. Dexcom labeling indicates: use only dexcom-supplied parts (including cables and chargers).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and boot due to receiver ceases to function. Download receiver log and review. Unable to download logs because receiver ceases to function. Run receiver functional test. Unable to run tests because receiver ceases to function. Open receiver case for internal visual inspection. Fail, found defective battery with cracked controller chip. The reported event that the receiver ceased to function was confirmed. The root cause for ceases to function is defective batter.